Manufacturer narrative:
(B)(4). Approximate age of device - 81 days. The device is expected to be returned for evaluation. It has not been received. Additional information was requested but has not been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a pump exchange on (B)(6) 2016. The reason for the pump exchange was not provided. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional information - multiple requests were made for the device to be returned for evaluation; however, the device was not received. A full evaluation of the device could not be conducted as the device was not returned for evalation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 2 inches from the pump housing. The severed portion of the driveline was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The pump appeared to have been exposed to a fixative agent prior to being returned. The evaluation of the returned pump revealed a white/dark red, soft deposition in the outlet stator. The specific origin of the deposition and the duration of its presence in the pump could not be conclusively determined based on this evaluation; however, the deposition's lack of laminated layering indicates that it did not initially form in the outlet stator and its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.